Event description:
In 2009, patient's wife reported patient was experiencing elevated readings. She stated the patient noticed there was blood in the infusion tubing of his infusion site. Wife reported this has happened a few times in the past and is occurring again today. Wife stated patient just changed the infusion site yesterday. She reported they know that they have to change the site once there is blood but are not sure how to prevent it. Discussed options to prevent with patient's wife. Wife reported they were away from home and did not have an extra site to change to. Advised to change it as soon as possible. The patient did not require medical assistance from a healthcare professional or second party to address the issue. No product return was requested. On call back the next day, patient's wife reported the new site solved the issue and the patient's blood glucose levels have returned to normal.

Manufacturer narrative:
No product will be returned for evaluation.